Event description:
Surgeon contacted k.m.I. To discuss implications of inadvertently implanting a trial unit maxwell-brancheau arthroresis (as opposed to an implantable device) after which kmi communicatred the need to replace the implanted trial unit with an implant unit.